Manufacturer narrative:
The field service engineer found that a printed circuit board was failing. The board assembly and electrode cables were replaced. The customer performed successful calibration. Controls were successful. The last calibration performed on (B)(6) 2021 was not ok and had errors. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 121 mmol/l. The sample was repeated on an abbot istat analyzer, resulting with a value of 128 mmol/l. The c501 analyzer serial number was (B)(4).